Manufacturer narrative:
Section a2: age and/or date of birth: unknown; requested but not provided. Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior sep 11, 2025. Section d6a: if implanted, give date: unknown; requested but not provided. Patient contact is unknown and there is no indication that the lens was implanted. Section d6b: if explanted, give date: unknown; requested but not provided. Patient contact is unknown and there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the three piece non-preloaded monofocal intraocular lens (iol) was defective; one side of lens was bent. It is unknown if there was any patient contact. No further information was provided.